Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On (B)(6) 2016 - per sales representative, facility reported that a 5 cm portion of the stylet remained in the patient and had to be removed by interventional radiology.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the 3cg stylet was confirmed and the cause appears to be related to use of the device. An incomplete 3cg stylet was returned for investigation. A kink was observed in the stylet wire 16.3 cm from the distal end of the yellow tab. The white wire proximal to the yellow tab had been cut and the tether assembly was not returned. A break in the polyimide tubing was observed 2.3cm from the proximal end of the polyimide tubing and the distal segment of the stylet was not returned. It was reported that a 5cm portion of the stylet remained in the patient and had to be removed by interventional radiology. The distal 1cm of the polyimide tubing was curled. The polyimide tubing was kinked 3mm, 6mm, and 9.5mm proximal to the broken end of the polyimide tubing. It appears that the stylet was kinked during use, which may have initiated the fracture in the tls stylet. A microscopic examination of the tls stylet revealed what appears to be blood residue within the polyimide tubing. The fractured cross section of the polyimide tubing was rough and granular. The powerpicc solo IFU states, ¿for central placement, when the tip has advanced to the shoulder, have the patient turn head (chin on shoulder) toward the insertion side to prevent possible insertion into the jugular vein.¿ ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ no further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of reat0546 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reat0546) have been reported from the same facility.